Manufacturer narrative:
The pump was not returned for evaluation as it was not explanted. A direct correlation between the device and the reported chronic driveline infection and other events leading up to the patient's outcome could not be conclusively determined. Infections and cardiac arrhythmia are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The referenced driveline infection was reported under MFR. Medwatch report #2916596-2017-00227. The referenced lvad exchange was reported under MFR. Medwatch report #0002916596-2013-01526. Approximate age of device ¿ 3 years and 2 months. The pump was not returned for evaluation as it was not explanted and an autopsy was not performed. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired at home on (B)(6) 2016 while in hospice care. The cause of death was reported to be bacteremia; the patient also had a history of recurrent ventricular tachycardia. The patient reportedly had a previously unreported chronic driveline infection that started in 2013 and was on antibiotic suppression therapy for life. In (B)(6) 2016, the patient started having confusion and low estimated pump flows with normal blood pressures. In (B)(6) 2016, the patient had an abscessed tooth that required 3 extractions. At the time, the patient was placed on ceftriaxone IV for 6 weeks. The patient was discharged from the hospital on (B)(6) 2016. The patient was transitioned to hospice care at an unspecified point in time. The patient subsequently became bacteremic; the health care professionals reported they believe that the abscessed teeth with extractions was the primary source of the bacteremia. No additional information was provided.